Event description:
It was reported that a hair was found in the sterile packages. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. Visual inspection showed that a hair had been packaged in each package. This is a packaging error that was not noticed during quality control and prior to shipment. We have received no further complaints concerning the same event; therefore, we can assume that this is an individual case. This complaint is valid.

Manufacturer narrative:
Synthes does not have reporting responsibility. Placeholder.